Event description:
It was reported that the customer experienced high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 528 mg/dl, which was treated with a manual injection. The customer stated that every infusion set change resulted in bent cannulas. She stated that she had given insulin, the device was pumping insulin but it did not come out of the end. She complained of nausea, aches and stomach pain. She stated that she had taken 2 shots of insulin via manual injection two hours prior, when her blood glucose reading was 420 mg/dl, but it rose to 528 mg/dl. Upon troubleshooting, it was found that there was a leak in the infusion set near the top. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.